Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal ro marker. This failure is likely due to factors or conditions related to procedure during the use of the device and/or the presence of sharp objects during the procedure in the dilatation area. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a papillary dilation procedure performed on an unknown date. According to the complainant, it was noted that the balloon leaked. The procedure was completed using another hurricane rx dilation balloon device. There were no patient complications reported as a result of the event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.